Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the medication was in the station, but the report displayed it was not loaded. The customer reported that failed to dispense the medication and the user tried to pull the medication for the patient, but it was greyed out in the station and showed as not loaded. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing as loaded. A technical support specialist resends messages to the station again, and the medication was successfully loaded. The system functioned as intended after the technical support specialist troubleshot the device.